Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, apogee was implanted; and on (B)(6) 2011, meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and adhesions. It was reported that the patient underwent repair of ventral hernia with spigelian element and mesh implant x 2 on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedures on (B)(6) 2005, a mesh was implanted; and on (B)(6), 2011, due to sui, meshes were implanted. It was reported that the patient underwent surgical procedures on 2012 for removal of the implanted mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.